Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of angina and stenosis, as listed in the multi-link vision rapid exchange coronary stent systems, instructions for use are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that the patient undewent a coronary intervention procedure on (B)(6) 2015 during which a 3.0 x 12 mm vision stent was deployed successfully in the proximal right coronary artery. On (B)(6) 2016 the patient was experiencing unstable angina. Angiography revealed in-stent restenosis of the previously deployed stent. On (B)(6) 2016 the patient was rehospitalized for a coronary intervention to treat the in-stent restenosis with a drug eluting stent. The patient is reported to be well post procedure. No additional information was provided.